Event description:
Hologic strategic alliance manager reported on behalf of customer one sar-cov-2 tma run, (B)(4), using assay lot 275732 on panther instrument sn (B)(4) which had a discrepant sample. The initial result on the panther was positive but on the low end of hologic level of detection (lod); sample was negative on the roche platform.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues and no evidence of sample mishandling or contamination. Pas concluded the sample was low-target and informed customer of their findings. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.